Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that a vessel dissection occurred. In (B)(6) 2017, clinical status assessment identified the subject¿s qualifying condition as stable angina (ccs classification: 2) and the subject was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the mid rca extending up to proximal rca with 70% stenosis and was 24.00 mm long with a reference vessel diameter of 4.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 4.00 x 16 mm, 4.00 x 8 mm and 3.5 x 12 mm synergy study stents and the residual stenosis was 0%. Post index procedure, grade a dissection was suspected. The dissection was treated with deployment of 4.00 x 8 mm and 3.5 x 12 mm synergy stents. One day later, the subject was discharged on dual antiplatelet therapy.